Manufacturer narrative:
The device was received for evaluation. During evaluation, the device displayed a system error 345 alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Inspection of the device could not determine a component issue for causality. The ultrasonic sensor will be replaced as a precaution to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a system error 345 (thermistor disparity). No additional information is available.